Event description:
It was reported that the customer passed away. The cause of death was not known at the time of the report. However, it was reported that the customer was wearing the insulin pump at the time of death. Prior to her passing, the customer was hospitalized for six days with an infection in her foot. The customer was treated and sent home with medications, and she passed away in her sleep that night. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.